Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion set connector has separated from the tube on several occasions. The customer's blood glucose has elevated as high as 180 mg/dl as a result. No adverse event was reported. The alleged product was requested for evaluation.